Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 recorded the stable pacing impedance around 450 ohms and an increase to approx. 700 ohms at the end of the recording period. The shock impedance had slightly varying values around 85 ohms. The short interval count trend curve displayed an increase to up to 250 at the end of the recording period. The analysis of the provided iegm episodes no. 101 from (B)(6) 2024 at 1:53 a.m. And 103 from the same day at 8:16 a.m. Revealed artifacts on the rv channel leading to charging cycles and shock deliveries. In episode no. 101 1 shock was delivered and in episode no. 103 3 shocks were delivered. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that this lead was capped and replaced due to oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. -